Event description:
Journal reference: ceulemans b. Van rhijn j. Kenis s, krols r, laridon a, van havenbergh t. "Opisthotonus and intrathecal treatment with baclofen (itb) in children." Eur j pediatr 2008; 167(6): 641-645. In this retrospective study, we describe 11 children with pronounced opisthotonus and quadriplegia caused by different types of acquired lesions who were treated with intrathecal baclofen over a period of 7 years. Results show that in addition to an expected decrease in muscle tonus, there was also a clear improvement in patient comfort and nursing. We conclude that treatment of children with a clinical picture of opisthotonus by means of intrathecal baclofen (itb) resulted in a decrease in spasticity and pain, an improvement in patient comfort and nursing, a status quo in epileptic and scoliosis development and almost no severe complications. Itb also resulted in an increase in weight in these patients, due to a decrease in spasticity and probably related to a decrease in expenditure of energy. Reportable event: one dislodgement of the catheter was recorded, for which a revision of the catheter was required.